Event description:
The customer forwarded eleven photographs regarding skin breakdown around her right knee surgical site that she reports occurred from the aquacel surgical dressing applied after her knee replacement surgery in (B)(6) 2013. The customer stated via e-mail that she developed painful blistering skin tears. She further stated that she is now left with scarring over the entire knee. The exact product code and lot number were not provided.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No further info was provided. End user contacted via e-mail and asked to provide address, phone number and dob. An e-mail was also sent requesting the customer contact the customer interaction center. From a clinical perspective, a causal relationship between the aquacel surgical dressing and this event is deemed possible because the product is temporarily associated with the skin where the problem occurred. No additional event/pt details have been provided to date. Should additional info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, as the date used was the date convatec became aware.